Event description:
Meter was not powering on. The patient stated that the last time they tested on their meter was two days prior to the event. The patient stated that on the day of the event, patient was shaking and sweating. It is not known if the patient attempted to test. Patient stated that they went to the pharmacy for assistance. The patient reported that they went to the hospital, but the date and times are unknown. They reported a result of 127 mg/dl; the meter that was used is unk. The patient was treated with glucose. The batteries were correctly installed, the battery contacts were in good condition, and the batteries were less than 1 year old. The issue was not resolved with troubleshooting. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. A replacement meter is being sent to the patient. Medical affairs attempted unsuccessfully to reach the patient by phone. A letter is being sent as a second attempt to obtain more clinical information.